Event description:
It was reported that a patient had vocal cord complications. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
"Vocal cord complications" was clarified by the nurse to be a left vocal cord paresis, and not paralysis. The vocal cords were noted to be inflamed. The patient was also noted to have difficulty swallowing, trouble breathing and coughing, which the physician had also attributed to the vns surgery. The nurse indicated that the patient's condition was improving. No device malfunctions were noted from device interrogation. No additional or relevant information has been received to date.